Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.1 - 8.3, 9.3 - 10.5, 11.2 - 13.0, 25.5 - 26.0, and 38.5 - 38.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with unspecified over-sensing from their right ventricular lead. An x-ray revealed that the lead had externalized conductors. Lead was explanted on (B)(6) 2020. Patient had no consequences as a result of the procedure.